Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was removed from the pt with no report of any injury to the pt. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. There are two cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other case.

Event description:
It was reported a catheter was inserted into a pt which then fell out. A second catheter was tried and the same thing happened. It was further reported that a nurse noticed the balloons were deflating as well as leaking observed on the floor directly after insertion.